Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported the therapy had not been working right ever since they had a colonoscopy done in (B)(6) of 2018. They told the healthcare provider who performed the colonoscopy that they had the device. They also checked with their primary care physician and was told they were able to have the colonoscopy. It was asked if they removed any polyps, the patient said they thought they did. The patient did not think they had turned the ins off, they were not told to do so. Patient stated after the colonoscopy they were told to take miralax daily. Patient got to the point where it was too much. They called them twice and told them they were having problems and they told the patient to take miralax every other day. The patient described that sometimes they were urinating when having a bowel movement at the same time. If they did have a bowel movement then sometimes the urine was so plentiful that it ran over the pad. They used poise, which was one of the thickest pads. At night they slept sound, but did not feel anything. When they were sleeping they felt themselves urinating before they felt anything else. It was either that or it was too much of a problem of having a bowel movement because it was loose and they were afraid to go anywhere. They had to be close to a bathroom. The patient was at 3.85 v and had increase to 3.95 v about a month prior. The patient also reported they felt like there was a little round button above their spine and they did not feel that before. It was not where the ins was, it was a little to the left of it and was right in line with their spinal cord. It was noted the patient had an appointment scheduled with their managing physician the following week. No further complications were reported or anticipated.